Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) broke the latch on the ultrasonic air sensor (uas). The device was not changed out, as tape wrap was used to secure the uas. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Customer provided a photo of the broken latch. No additional action will be taken at this time.

Manufacturer narrative:
The field service representative (fsr) has ordered a new replacement sensor nd will directly ship to the customer. Per phone call with the ccp, the latch broke while taking the sensor off to place it on another system.